Event description:
During a transfemoral tavr procedure, the delivery system balloon ruptured during valve deployment causing the valve to embolize into the left ventricle. While prepping the delivery system, the plastic cover over the balloon did not fully peel apart and became stuck over the balloon. Multiple attempts to peel the remainder of the cover apart were tried. The balloon cover was gently lifted up and away from both balloon and balloon catheter and sterile scissors were cautiously used to cut the edge of the cover so that it could be peeled away. After this the cover was peeled off by hand. The balloon and catheter were inspected and appeared normal. During the initial de-airing process there appeared to be a small amount of air pulling into the syringe, however it appeared that there was not a good seal/connection between the 60 cc syringe and stopcock. The stopcock was replaced for a new stopcock and the balloon appeared to de-air appropriately. There was no leaking seen during the positive inflations and a strong negative was obtained with no air passing through the system (with the audible "pop" heard when pulling negative with the syringe). After de-airing the system, the volume was set 2ml under nominal (per cardiologist direction). The valve and delivery system were placed into the sheath without difficulty. After some adjustments, the valve was positioned approximately 60:40 aortic. Pacing was performed with no loss of capture and the valve was deployed with no movement. The valve expanded approximately 50-60% ventricular and approximately 30-40% aortic. At this point, the inflating interventional cardiologist [ic] was unable to inflate any more volume into the balloon and the valve was not fully expanded. When the device was pulled negative, there was blood return into the atrion. It was believed that the balloon ruptured. After the delivery system was removed from the patient, the balloon was inflated on the prep table and a small leak was seen near the distal edge of the blue portion of the balloon catheter. It is unknown if the balloon burst was related to the prepping difficulty or patient calcification. This report is for the delivery system.

Manufacturer narrative:
The complaint device was returned for evaluation. During preliminary analysis of the device the engineering team was unable to de-air the device. Blood was observed inside the balloon while attempting to inflate balloon. There was a small pinhole at the balloon shaft to crimp balloon bond. Evaluation of this device is ongoing.

Manufacturer narrative:
During the preliminary evaluation of the complaint device a cut/crack on the distal end of the balloon shaft was noted. A scratch was also observed next to the crack. The device was inflated and liquid seemed to be coming out of the distal end of the balloon shaft. No other abnormalities were observed. The evaluation of this device is ongoing.

Manufacturer narrative:
The novaflex+ delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection, a cut was present at the crimp balloon/balloon shaft bond. Scratches were present on the balloon shaft near the observed cut. During functional testing, the device was unable to be de-aired. An attempt to inflate the device resulted in a gross leak and the balloon was unable to be pressurized. No dimensional testing was performed as there are no relevant dimensional specifications for the affected area which would have contributed to the complaint. The complaint for balloon cover removal difficulty was unable to be confirmed because the balloon cover was not returned. No manufacturing non-conformances were identified. The delivery system leakage and balloon shaft damage complaints were confirmed on the returned device, but no manufacturing non-conformances were identified as the root cause of these complaints. The location of the leak was on the crimp balloon of the delivery system. The root cause of the complaint was not determined. No similar complaint was found for balloon shaft damage. A device history record (DHR) review for the delivery system showed the device met specifications prior to distribution. There were no non-conformances that could have contributed to the complaint. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. As part of the manufacturing process, during crimp balloon manufacturing, the balloons are 100% visually inspected for defect and cosmetic appearance under minimum 8x magnifications. Balloons are also 100% dimensionally inspected for working length, diameter, leg ID, and double wall thickness. During delivery system manufacturing, the delivery system undergoes 100% inspections. Inspection is done under 2.5x minimum magnification for mechanical damage (kinks, breaks) or missing/misplaced parts). During crimp balloon to shaft bond inspection there must be no surface defects at the transition between the weld joint and crimp balloon. The delivery system is also 100% leak tested. Furthermore, the manufacturing lot underwent product verification testing on a sampling plan. This includes a burst pressure test. The burst is measured to have a lower tolerance limit of 10 atm. This is acceptable as the calculated tolerance limit is above the lower specification limit of 7 n. These inspections during the manufacturing process and testing performed during the product verification process support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. In this case, the report received notes that scissors were used to remove the balloon cover; it is possible that the scissors may have contributed by causing surface damage to the crimp balloon and balloon shaft. This area of damage was confirmed to be the location of the leak and it likely failed once pressure was used to inflate the delivery system and deploy the valve. The report received also notes that the patient had moderate calcification of both the access vessel and native annulus. It is possible that calcification may have also contributed to the observed damage. Therefore, patient and procedural factors may have contributed to the complaint. A complaint history for these type of events is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.